Event description:
It was reported when using the pyxis medstation es system, experienced users are unable to obtain the necessary medications for the patient. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the patient is indicated as discharged in pyxis; however, this status is not reflected in meditech. A technical support specialist successfully emailed the customer the instructions for re-admitting the discharged patient into the server. The system functioned as intended after the technical support specialist verified the device.